Event description:
It was reported by a customer complaint that the pt was treated by an onsite rn due to an incident of low blood glucose. The reporter stated that the insulin infusion pump with blood glucose monitor gave a result of 174 mg/dl. She began feeling "funny" and went to the nurse's station and her blood glucose was tested as 26mg/dl on their meter. The pt was treated with glucose on site. The reporter believes that the glucose monitor is not giving accurate readings. They did not receive any alarms or alerts on the pump. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the evaluation once it is completed.